Manufacturer narrative:
(B)(4). Event description-additional; event problem and evaluation codes-additional; additional information/device evaluation-additional; device evaluated by manufacturer-additional; event problem and evaluation codes-additional.

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A (B)(4) bluetooth device pairing was performed and passed. A share log review was performed and loss of connection was found. Confirmation of the complaint was confirmed. The probable cause was determined to be that the patients bluetooth was turned off.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 device was not displaying readings. No additional event or patient information is available. No data was provided for evaluation. Data was provided for evaluation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.